Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "inflation / drainage lumen wall perforated". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because instruction for use could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that three foley catheters had deflating or failing issues with the balloon which resulted the catheter to come out. Per follow up via ibc on 18aug2021, the catheters were from the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that 3 catheters had issues with the balloon deflating or failing and the catheter came out as a result.